Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer performed an infusion set site change to address the occlusion alarms. The customer's blood glucose level was 150mg/dl. As the occlusion alarm had occurred in the past and supplies in use during the occlusion alarm had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.